Event description:
Customer performed a blood glucose test and received a result of 400mg/dl. They felt shaky, and light headed, clammy and decided to go to the hosp. The device reading at the hosp was 269mg/dl, a lab was drawn but the result is unk. No treatment was given. Controls were in range. A request was made for the return of the suspect device and replacements were sent.